Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 1100157017. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100175200. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product was not functioning properly. Two weeks later upon inspection, a crack was found in the cuff connecting tube, so the cuff and the balloon were explanted and replaced. No patient complications were reported.